Event description:
The customer obtained results of 51 mg/dl and 96 mg/dl within 10 minutes on the accu-chek compact system. The customer ate something sweet based on the 51 mg/dl result. No adverse event reported. New system sent to customer and return requested.